Manufacturer narrative:
Explant date was updated.

Event description:
During follow up on (B)(6) 2016, a warning message was displayed stating that the rf has been disabled due to external unexpected changes. A new follow up was scheduled through remote monitoring on (B)(6) 2016. An investigation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Event description:
During follow up on (B)(6) 2016, a warning message was displayed stating that the rf has been disabled due to external unexpected changes. A new follow up was scheduled through remote monitoring on (B)(6) 2016. An investigation is required.